Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 ultrabag 2.5%, 2000 ml intraperitoneally (ip) for peritoneal dialysis (pd). Pd therapy was ongoing. On an unreported date, after a caregiver change, a break in aseptic technique occurred described as made a mistake, did not wear a mask, and area not clean before starting pd. Additionally, the patient had a change in caregiver. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on that date. On (B)(6) 2012, the patient began remedial treatment with injection vancomycin 1gm ip the first day and injection amikacin 50 mg daily ip, and on an unreported date, injection cefazolin 500 mg daily and injection ceftazidime-500 mg daily. As of the time of this report, the patient remained hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Complaint is confirmed because nurse reported break in aseptic technique described as patient made mistake did not wear a mask and area not clean before starting therapy. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.